Event description:
A caller reported a minimum fill notification resulting in blood glucose levels exceeding 500 mg/dl, with the specific value being unknown but described as "high." The customer attempted to load a new cartridge but had not taken additional actions to address the high blood glucose. There was no need for third-party assistance. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area, leading to the successful reloading of a new cartridge, which resolved the issue. The customer was then able to resume insulin delivery.